Manufacturer narrative:
This report is submitted on may 18, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment and subsequently was treated with topical steroid (specific date and duration not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.